Manufacturer narrative:
This follow up report is being submitted to relay additional information. The complaint sample was returned for evaluation and the reported event was confirmed. As returned, the plate is fractured through a locking hole. Fractography was conducted by scanning electron microscope and revealed that the locking recon plate was fractured due to fatigue. Fracture showed suspected fatigue striations in the center. Optical micrographs show the overview of the fracture identifying suspected crack initiation site, beach marks, and suspected crack exit site. The suspected crack initiation site was smeared and did not reveal any details. Suspected crack exit site showed ductile overload dimples which prove that it was the final rupture location. No obvious inclusions were identified on the sample fracture surface. Eds semi-quantitative elemental analysis showed that the sample was consistent with (B)(4). The dimension taken is within specification. Impressions from a health professional of the x-rays include that the short oblique fracture mid humerus shaft was fixed with anterolateral compression plate and multiple screws. The plate was placed with a concave bend in the plate, achieving compression of the near cortex but resulting in gapping of the opposite cortex. Over time, non-union of the humeral shaft fracture and fatigue fracture of the metal plate at the level of the fracture. Plate positioning/bending appears to have been a result of surgical technique as is present on post-op x-rays. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further action is required. Root cause was determined to be use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It is reported that the patient underwent a plate revision approximately seven weeks post-operatively due to implant breakage that occured three weeks post-operatively.